Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the infusion device does not correctly provide a2 battery low alerts and sometimes the infusion device does not give the bolus. The infusion device was requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No additional information was provided.